Manufacturer narrative:
Product analysis: kinks were evident on the hypotube. Tactile testing confirmed kinks. The device returned with a detachment on the hypotube 90.6cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Blood was visible in the balloon. The balloon folds were intact, no inflation had taken place. Slight deformation was evident to the distal tip. There was no stretching evident to the proximal balloon bond. The distal shaft was cut 5.5cm distal to the exchange joint and a make shift luer was attached in order to inflate the balloon. The balloon was then inflated to 8 atm and maintained pressure. There was no evidence of a burst on the balloon material. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a euphora rx ptca balloon catheter to treat a non tortuous, moderately calcified lesion exhibiting 85% stenosis in the diagonal lad bifurcation. The device was inspected. Negative prep was performed. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered advancing the device. Excessive force was not used during delivery. Kinking of the device was not noted. The balloon was being used to post dilate a stent that was successfully deployed. The device passed easily. This balloon was the second of the balloons being introduced for a kissing procedure. It was reported blood began to come back into the inflator and it was thought that the device had somehow burst although they hadn't inflated it. On pulling the balloon back the mid shaft of the device snapped within the guide catheter. One balloon was used in the lad, the other balloon used in the diagonal was the faulty balloon. Nothing was left in the patient, the other balloon from the lad was inflated and was used to push the faulty balloon against the wall of the guide catheter, and then the whole system was removed. No patient injury reported.